Event description:
Customer reported unexpected negative results when testing a sample with a known anti-k on a 2 cell screening assay on the galileo.

Manufacturer narrative:
Review of results: sample was tested on plate (B)(4) in wells e1 and f1: well e1: neg result / 6 reaction strength- visually negative. Cell is k-,k+ well f1: neg result / 19 reaction strengths- visually there is a very slight pink tinge around the cell button. Cell is k+, k+. A service call was made. Replaced bulb. Performed roi adjustments cleaned and lubricated y-pusher bar. Cleaned and lubricated pipettors. Performed plate transports xyz at all modules. The system was tested and is operated within specification